Event description:
It was reported by the patient that the system's touchscreen was often unresponsive, leading to delays in management. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional action was taken by technical support.